Manufacturer narrative:
Additional information was received from the field indicating that the event was not reportable. Initial report number: 2124215-2023-48766.

Event description:
It was reported that during the attempted implant of this left bundle branch lead, a non-specific product performance anomaly occurred, and the physician decided to finish the procedure with another lead. This lead was returned. No additional adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this left bundle branch lead, a non-specific product performance anomaly occurred, and the physician decided to finish the procedure with another lead. This lead was returned. No additional adverse patient effects were reported.